Event description:
It was reported that during a smoflipid infusion, there was a leak from a pinhole in the pumping segment inside the pump module. The customer states that there was no harm to the patient.

Manufacturer narrative:
The customer¿s report of a tubing leak from a pinhole in the pumping segment was confirmed. Visual inspection of the set observed that the silicone segment had a pin hole near the lower fitment. During functional testing a leak was observed on the silicone segment. Visual examination under microscope noted no crush marks to the upper or lower blue fitment.. The cause of the leak was a pin hole in the silicone segment. The root cause of the pin hole could not be definitively determined. Although the root cause of the pin hole could not be definitively determined, previous investigations have shown that this damage can occur during manufacturing or can occur as a result of excessive stretching or pulling of the tubing during use.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that during a smof lipid infusion, there was a leak from a pinhole in the pumping segment inside the pump module. The customer states that there was no harm to the patient.